Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was still dealing with a spinal leak postoperative. There was a cerebrospinal fluid leak around the catheter so the entire catheter was replaced with a new 8781 ascenda catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 750 mcg ml; 100 mcg ml via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the patient had a previous complication with a spinal leak around his catheter. The hcp used tisseel to seal around the catheter. That seal eventually gave way so he decided to do a full catheter replacement (B)(6) 2018. The catheter was not returned as the catheter was functioning properly. The hcp needed to replace it to get a better seal at the durra layer of the spine. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history was asked but was unknown. No further complications were reported.